Event description:
Customer executed a required monthly check of the mini vidas instrument using vidas qcv. Vidas qcv is a quality check to detect pipetting issues in the instrument. Qcv testing failed in position b3 and the customer contacted customer service as required for qcv failure. A filed service engineer (fse) was dispatched to troubleshoot the issue. The investigation shows that a nozzle was clogged on position b3. The fse cleaned the nozzle with the vidas pump cleaner and replaced the seals. After intervention, qcv testing and other quality checks were performed and showing the issue had been fixed. Per customer service instructions, the customer performed a retrospective analysis of the patient results since the last successful qcv check. Two samples initially run on position b3, have been previously repeated with vidas d-dimer exclusion on another position because customer suspected incorrect results. One sample gave discrepant result. Only the retested results were reported to the physician. The customer stated that no other questionable result was noted.